Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that during subsequent testing the pacer output was incorrect. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.